Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows the catheter attached to the patient body and extension legs visible. The color connectors are wrongly positioned as the red connector is connected in blue extension and blue connector is connected in red extension. Also, blood is visible in both the extension legs. Therefore based on the photo review, the reported component misassemble and identified reflux within the device could be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2025), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the color code connector was found to be in the wrong position as the red color was in the blue position and the blue color was in the red position. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, the color code connector was found to be in the wrong position as the red color was in the blue position and the blue color was in the red position. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.